Event description:
My son ((B)(6) years old) has been having daily headaches after having to wear a mask all day at school. He's not even in school full days yet here in (B)(6). He's masked 7:30am-1pm monday-thursday. He's never had headaches like this before and there's no other possible reason for them. FDA safety report ID#: (B)(4).